Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, both devices stopped during firing when being applied to the stomach. The surgeon had to cut the reinforcement material and take the stapler out on both loads and put a black load without buttress material on to complete the procedure. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.